Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins taking longer to charge and not holding a charge for very long was not determined. The rep said the ins was explanted and replaced on sep-17. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient's battery took longer to charge and it would not hold the charge for very long. The manufacturer's representative checked impedances and performed telemetry. All were within normal limits. No interventions were taken. Issue has not resolved. A surgical intervention has been planned for 09/17/18. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of pli# 10 product ID# 37714 found no anomalies. If information is provided in the future, a supplemental report will be issued.